Event description:
"The device was used to carry out antiblastic chemotherapy (folfox) during gastric etp operation. 6 cycles of folfox were carried out from september 2019 to november 2019; daily infusive antibiotic therapy from 13/12/2019 to 15/02/2020 were carried out for pseudomonas aeruginosa pneumonia. Regular subsequent monthly irrigations according to protocol. On (B)(6)2023 the patient presented for irrigation of the vascular catheter with evidence of non-return venous and impossibility of infusion due to resistance and appearance of subcutaneous wheal. Carried out on 25/05/2023 chest x-ray: the port catheter, no longer in communication with the origin, appears dislocated in the inferior vena cava. The patient was then subjected to: 1) outpatient interventional radiology procedure ((B)(6)2023): right common femoral venous access with 11fr valve introducer, after predilation with 7fr catheter. After some attempts, the catheter fragment was engaged and removed through femoral access. 2) on (B)(6)2023 surgery to remove the port (chamber and proximal portion of the catheter) from the subcute in the subclaviar region

Manufacturer narrative:
Batch history review: we have checked the manufacturing file of the involved device which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in july 2019. Investigation results: we received for investigation one celsite st205f access port with its connection ring and the proximal part of the catheter. The catheter is broken just after the connection ring. A15 mm long piece of catheter is still connected to the exit cannula. The distal part was not returned for evaluation. At the level of the rupture the catheter is ovalised. This seems to show that the catheter did not have a straight trajectory, probably bent or kinked just after the connection ring. No manufacturing defect is visible on the returned device. Dimensional measures: we have measured the returned device in order to check its conformity to our specifications. All these measures are compliant with the specifications. X-ray pictures: we have received a x-ray picture of the access port taken when the incident was discovered. The access port is visible as well as its connection ring. But the catheter is not visible probably due to the fact that it has migrated into the heart. This picture is inconclusive because it does not allow to see the trajectory of the catheter before incident. Conclusion: no manufacturing defect has been detected on the returned device. The catheter is ovalised at the level of the fracture. According to the above-mentioned information and in view of the location of the catheter rupture, we can hypothesis that the catheter rupture is due to the fact that the catheter trajectory just after the connection ring was angled / kinked and repeated stresses at this level due to the patient's movements and breathing finally led to the rupture and subsequent migration of the distal part of the catheter. This is a known and rare incident. The IFU gives recommendations to ensure that the system works correctly, there should be no kinking of the catheter. No corrective action is envisaged.